Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling and had flow issues. Per follow up information received via task on 20nov2024, the issue was resolved, by shipping device at the depot and get it repaired. Replacement of the mixing and circulation pump. Ctu calibration. Patient was not involved. This device was used for demo.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Not cooling due to worn mixing pump. Replaced mixing pump. Flow issue due to worn circulation pump. Replaced circulation pump. Functional verification test. Ctu calibration. Device passed all testing after repair. The initial reporter phone number that is provided is (B)(6). A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling and had flow issue. Per follow up information received via task on 20nov2024, the issue was resolved, by shipping device at the depot and get it repaired. Replacement of the mixing and circulation pump. Ctu calibration. Patient was not involved, this device was used for demo.